Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was undamaged. The embolization coil had offset coil winds on its proximal end and was intact with the distal detachment tip (ddt) of the pusher assembly. During functional testing, the smart coil was able to advance through a demonstration microcatheter with minor resistance. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not aligned properly with the hub of the parent resistance may be experienced. If the smart coil is attempted to be advanced while experiencing resistance device, damage such as offset coil winds may occur. The offset coil winds likely contributed to the resistance experienced in the reported complaint and the inability to advance the device into the microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils and a smart coil using a non-penumbra microcatheter. The physician was unable to advance a smart coil out of its introducer sheath and through the hub of the microcatheter. Therefore, the smart coil was removed. The physician was able to advance the smart coil out of its introducer sheath in saline, despite feeling some resistance. However, the physician still was unable to advance the smart coil through the hub of the microcatheter when a second attempt was made. Therefore, the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.